Manufacturer narrative:
No unexpected failed batt alarms, low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Pump error 53 was present in the pump trace download due to software error (esf 2022281). Pump error alarm was present in the pump trace download, problem isolated to electronic board stack.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected and hardware low level failure. The customer's blood glucose value was 106 mg/dl. The customer also stated that the insulin pump had multiple battery failed and low battery alert. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.